Event description:
Problem with the advanced bionic 90k implant - electrodes having to be turned off in pairs due to "wires crossing or fusing" aka "interference causing wires to fuse across electrodes" resulting in distortion of sound impacting hearing/language development. Four of the 16 electrodes had to be turned off. Had to get a new map - programming the remaining electrodes to handle more frequencies since there was a loss of 4 electrodes. No answers from advanced bionics as to why/how/when this happened.